Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs on (B)(6) 2005 alleging that his surestep enhanced meter was prompting the error 6 message. The senior medical affairs specialist spoke with the pt on (B)(6) 2004. The pt reported that he had been unable to test with the reported meter for approximately 1 week and did not have a back up device. During the week of concern he had maintained his oral medication regimen (glipizide). During the same week he developed symptoms of high blood glucose levels. He was unable to recall the exact symptoms. As a result of the symptoms, he reported visiting the ER for a blood glucose test. A result of 120 mg/dl was obtained on the ER meter. No treatment was received; however, his prescription for glipizide was refilled. The customer service representative confirmed that the pt had been using correct testing techniques. The pt neither alleged harm nor experienced injury. Based on the unresolved message prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.